Event description:
It was reported that a patient with a 40mm cervical plate implant experienced pain and inflammation and continued swallowing problems, which reportedly "may be from an allergic reaction". The patient has tested positive to nickel. No further information could be obtained at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on an unknown date, post-op, the patient began to develop problems with her neck. It was suspected that the problems were related to the product. On or about (B)(6) 2014, the patient underwent an allergy test confirming she was allergic to nickle. Immediately thereafter, she had an extensive surgery to repair the damage caused by the nickle . The patient is now left with a disabling condition. Reportedly, she was caused physical injury. Reportedly, she was caused extreme and disabling pain, suffering, anguish, worry, anxiety, emotional distress and the necessity of undergoing at least one additional major spinal surgery for the removal of said defective product.

Manufacturer narrative:
(B)(4): unknown products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.